Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2015, sexually transmitted disease, right upper quadrant pain, loop electrosurgical excision procedure, dysplasia, biopsy, cervical intraepithelial neoplasia ii, multiple sclerosis, adenomyosis, cholelithiasis, cholesterolosis nos and gallbladder disease. Concurrent conditions included stress urinary incontinence. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingo-oophorectomy and pain medication). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cystitis, urinary tract infection and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: result bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: plaintiff fact sheet received. Case became valid and serious incident. Intervention and surgery details were added. Events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract vaginal) and dysmenorrhea (cramping) were added. Event onset dates, essure insertion and removal details were added. Event injury to herself is replaced with pain. Outcome of event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and pain in lower abdomen was added as recovered/resolved. Proceed with follow-up 4. On 29-jun-2020: mr received, reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2015, sexually transmitted disease, right upper quadrant pain, loop electrosurgical excision procedure, dysplasia, biopsy, cervical intraepithelial neoplasia ii, multiple sclerosis, adenomyosis, cholelithiasis, cholesterolosis nos, gallbladder disease, birth control (birth control-essure. Last pap (B)(6) 2014, birth control. Previous pap smear - 2015.), dysplasia and gallstones removal. Concurrent conditions included stress urinary incontinence. Concomitant products included estradiol (estrogen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced stress urinary incontinence ("stress incontinence") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, vaginal infection, back pain, stress urinary incontinence and abdominal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, cystitis, dysmenorrhoea and abdominal pain lower had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 26-oct-2020: pfs received: events added: fatigue, back pain, stress incontinence and abdominal pain . Lot number, medical history, concomitant drug were added. Outcome of event "bladder infection " was updated. Onset date of events: vaginal hemorrhage, menorrhagia, dysmenorrhea, abdominal pain lower, bladder infection, uti, vaginal infection were updated. We have received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure device are not visible') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2015, sexually transmitted disease, right upper quadrant pain, loop electrosurgical excision procedure, dysplasia, biopsy, cervical intraepithelial neoplasia ii, multiple sclerosis, adenomyosis, cholelithiasis, cholesterolosis nos, gallbladder disease, birth control (birth control-essure. Last pap (B)(6) 2014, birth control. Previous pap smear - 2015.), dysplasia, gallstones removal and right upper quadrant pain. Concurrent conditions included stress urinary incontinence. Concomitant products included estradiol (estrogen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), stress urinary incontinence ("stress incontinence") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingo-oopherectomy and hysterectomywith bilateral salpingo-oopherectomy/hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, urinary tract infection, vaginal infection, back pain, stress urinary incontinence and abdominal pain outcome was unknown, the vaginal haemorrhage, heavy menstrual bleeding, cystitis, dysmenorrhoea and abdominal pain lower had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, device dislocation, dysmenorrhoea, fatigue, heavy menstrual bleeding, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: coils visible: left-2, right-4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result bilateral tubal occlusion. Lot number: 699882 manufacture date: 2009-12 expiration date: 2012-12. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea,stress urinary incontinence quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-may-2021: medical record received: reporter information and rcc were added. We have received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2015, sexually transmitted disease, right upper quadrant pain, loop electrosurgical excision procedure, dysplasia, biopsy, cervical intraepithelial neoplasia ii, multiple sclerosis, adenomyosis, cholelithiasis, cholesterolosis nos and gallbladder disease. Concurrent conditions included stress urinary incontinence. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingo-oopherectomy and pain medication). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cystitis, urinary tract infection and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2015, sexually transmitted disease, right upper quadrant pain, loop electrosurgical excision procedure, dysplasia, biopsy, cervical intraepithelial neoplasia ii, multiple sclerosis, adenomyosis, cholelithiasis, cholesterolosis nos, gallbladder disease, birth control (birth control-essure. Last pap (B)(6) 2014, birth control. Previous pap smear - 2015.), dysplasia and gallstones removal. Concurrent conditions included stress urinary incontinence. Concomitant products included estradiol (estrogen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced stress urinary incontinence ("stress incontinence") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, vaginal infection, back pain, stress urinary incontinence and abdominal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, cystitis, dysmenorrhoea and abdominal pain lower had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-jul-2010: result bilateral tubal occlusion. Lot number: 699882, manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc. We have received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure device are not visible') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2015, sexually transmitted disease, right upper quadrant pain, loop electrosurgical excision procedure, dysplasia, biopsy, cervical intraepithelial neoplasia ii, multiple sclerosis, adenomyosis, cholelithiasis, cholesterolosis nos, gallbladder disease, birth control (birth control-essure. Last pap (B)(6) 2014, birth control. Previous pap smear - 2015.), dysplasia, gallstones removal and right upper quadrant pain. Concurrent conditions included stress urinary incontinence. Concomitant products included estradiol (estrogen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), stress urinary incontinence ("stress incontinence") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, urinary tract infection, vaginal infection, back pain, stress urinary incontinence and abdominal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, cystitis, dysmenorrhoea and abdominal pain lower had resolved and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result bilateral tubal occlusion. Lot number: 699882 manufacture date: 2009-12 expiration date: 2012-12. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea,stress urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: mr received. Reporter information added. Event: the essure device are not visible added. We have received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in supplementary report.